Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was erythema. The outcome was resolved without sequelae. Intervetnions included medications administered. The patient was given bactrimwhich was later changed to clindamycin. Diagnostic methods included examination. The implantable neurostimulator (ins) was noted as erythema and drainage scant and straw colored. Later the ins incision was well healed, non-tender, and non-erythematous. The etiology was noted as not related to the device or therapy and related to the implant procedure. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was erythema of the implantable neurostimulator (ins) incision.